Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 4.9 cm diameter abdominal aortic aneurysm and a 2.8 cm diameter left iliac aneurysm approximately 38 months ago. The aortic neck diameter was 23 mm proximally and 23 mm distally. The distal diameter of the non-aneurysmal neck of the left iliac artery was 17 mm and the right iliac artery was 18 mm. The iliac arteries were mildly tortuous. Follow-up at one month, one-year, and two years showed the aneurysm remained stable at 4.2 cm in diameter by 6.5 cm in length. The three year follow-up showed the aneurysm had shrunk to 3.8 cm in diameter by 6 cm in length. The investigator indicated that an x-ray demonstrated that the mid-portion of the stent graft had a convex bowing shape. No intervention was reported. No additional clinical sequelae were reported and the patient is fine. Films post implant show a gradually angulated stent graft; no obvious stent graft kink was observed. Radiology report refers to this as "minimal left convex bowing". Also noted that the distal end of the most distal ipsilateral stent ring (noted on the films by an "arrow") is tapered. No stent graft issues were seen.

Manufacturer narrative:
(B)(4). Method: film. Results: mild tortuousity in the iliac arteries. Conclusions: 50 mild tortuousity in the iliac arteries.